Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) results generated by the coulter ac t 8/10 analyzer. Patient a and b samples were tested for hgb and results of 7.1g/dl and 9.2g/dl were obtained respectively. The results were reported out of the lab. Both patients were sent to the hospital and redrawn with higher results as compared to the original run. The hospital's results were considered correct. Patient a was admitted due to low hgb results generated at both labs. Based on available information, there was no death or injury attributed to this event.

Manufacturer narrative:
Patient a was drawn via finger stick. Patient b was drawn via venipuncture. Qc was run before and after the event and was within range. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and verified that both baths drain properly. The fse replaced an aspiration syringe plunger. The fse verified and validated the instrument. The customer has since run a patient correlation study with good results. As of 2008, customer reports there have been no further issues since. A clear root cause has not be determined for this event; however, the hardware replaced by the fse may attribute to a short sample issue as listed in product labeling. A malfunction will be assumed for the purpose of this report.